Event description:
This lead was explanted in (B)(6) 2011 due to pocket erosion and possible infection. The lead was stickinq out of the pocket. Extraction was performed bv. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).